Manufacturer narrative:
Batch review performed on 07 december 2020: lot 152984: (B)(4) items manufactured and released on 08-oct-2015. Expiration date: 2020-09-22. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed on the (B)(6) 2020, 4 and a half year after primary, due to stem loosening. Exact primary surgery date is unknown.